Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient eyesight has deteriorated, and the patient complains that it was difficult to see. The lens was exchanged with another lens in as secondary procedure. Intrascleral fixation was performed. There was glistenings and physician suspects that it is caused by iol. The lens was implanted with incision size: 2.75mm and explanted with removal size 6mm. Additional information was requested and received stating in surgeon¿s opinion, it was considered that decreased va(visual acuity) due to glistening was occurred and possibility of other factors may be multifocal did not fit and patient history of vitreous opacity. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported events could not be determined. A power and resolution inspection could not be conducted due to extensive damage. The manufacturer internal reference number is: (B)(4).